Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
This pi is for the revision of the patient's right knee in 2016. The femoral component and 6x13 ts insert were revised to a femoral component with stem and augments and a 6x19 ts insert. Reason for revision is unknown. In reporting a revision of patient's right knee which took place (B)(6) 2019, rep was told that the patient had 2 previous revisions of stryker devices in 2013 and 2016. Rep reported that no further information is available.